Manufacturer narrative:
The actual device was not available. However, a sample photo was received for evaluation. Visual inspection on the returned sample photo revealed fluid inside the device housing which indicates a leak. The reported leak was verified. The cause of the leak could not be determined. The reported underinfusion could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor underinfused during infusion. The balloon had not deflated completely. The reporter also noted that there was fluid inside the device¿s housing. The customer stated that the patient did not use the recommended shower bag and the device was exposed to running water during showering. The event involved a patient with no patient consequences. No additional information is available.